Event description:
During the procedure, the physician used a wilson-cook memory soft wire basket and a sohendra lithotriptor cable to crush a biliary stone. Prior to performing endoscopic mechanical lithotripsy, the outer sheath was removed from the extraction device. When lithotripsy was performed, all four basket wires broke one by one. The basket was removed from the pt via surgery. No injury to the pt was reported. Only a 91 cm segment of the device was available for analysis. Eval of the returned device confirmed the report. The drive wires have broken 91 cm from the distal end of the basket. The basket wires have been cut 13cm from the distal end of the basket. The shape of the basket is distored and the distal end exhibits a curved shape. A sample test from this lot was unable to be conducted, as all the devices had been distributed prior to this report. After a reivew of the complaint history for this lot number, co can report that a similar report has not been received. After a reivew of the device history record, co can report that a discrepancy that could have contributed to basket wire breakage was not observed.